Event description:
The customer reported that during a hemicolectomy, approximately three seals reopened although an end tone, indicating a completed seal cycle was heard. This caused oozing of less than 250cc. There was no patient injury and the same device was used to complete the procedure without incident.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.